Manufacturer narrative:
After further review, it was found that another report (MFR# 3012307300-2024-02083-00) had already been filed in reference to the medwatch (mw5151553) associated with the initial emdr of this file. Therefore, this emdr, MFR# 3012307300-2024-07166-00, will be cancelled.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: unknown; no information has been provided to date. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over-delivering outside of the manufacturing specifications. There was unknown patient involvement and unknown patient harm/adverse event reported.